Event description:
It is still too early for me to definitively evaluate my "advanced" -maybe it's called wavefront?- lasik, since the eye doctor tells me that it takes several months to stabilize. I'm trying to be patient, but I'm still waiting. I have severe myopia, and the surgery did seem to improve my vision greatly in that regard. I can read road signs, if the print is large enough, without glasses now, whereas before I would not be able to recognize a person's features if their face was 3 feet away. However, my vision is blurry, and I suspect that is a bit of astigmatism that hopefully can still be corrected if I am allowed to go in for a follow up procedure. The halos around lights at night have subsided but are not totally gone. I am unable to focus a camera perfectly through the viewfinder. I hope that I can have a correction made, but if not I am going to have to ask to get glasses and hope that my vision will be clearer. I did not go into this procedure with unrealistic expectations. At best, I was hoping that I would have incredibly clear vision, like a celebrity in the promotional posters must have, because I know he would not settle for "close enough." At worst, I was hoping that at least I could function if I lost my glasses, and this is the case. However, I do feel that people should be very careful about what they think will happen after lasik. So far I have not had any complications other than dry eyes, but it is still too early to tell about that either. Now that I talk to my friends who raved about the surgery that they had done years ago, I find out that their vision is not perfect either, but they don't seem too concerned about that. People need to know that it is a complex surgery and to get things perfect is not guaranteed. They either need to read the fine print, with their glasses, or the doctors need to be more honest and spend more time with the pt to make sure they understand all of the details. I am in the midst of several follow up exams at my optometrist. He has pronounced my vision to be 20/20, although I am telling him that my vision is still blurry. He tells me that the eyes are still healing on the cellular level, and that they are dry. I am waiting before I can fully evaluate the effectiveness of the procedure, but it has been several months and I still do not have perfect vision. I do need reading glasses, but at the age of 50 I was expecting this. It is my far distance vision that I am concerned about. Tlc laser eye center, lansing, mi. Dates of use: outpatient surgery. Diagnosis or reason for use: severe myopia with astigmatism.